Manufacturer narrative:
Unit passed the displacement test and self-test. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit was able to download successfully using thus software. The following were noted during visual inspection, fading serial number label. The unit p-cap / test reservoir locks in place properly. No unresponsive keypad was confirmed during testing. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons were not working. The customer reported high blood glucose value of 272 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1780kl. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump required replacement. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.